Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited high pacing thresholds and noise, the lead was turned off. The patient was asymptomatic. During a right ventricular lead revision on (B)(6) 2015, the atrial lead was accidentally dislodged and capped. The patient was fine post procedure.